Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system - halo was implanted during a procedure performed on (B)(6) 2008. According to the complainant, her menstruation period had ended a year later her procedure. On (B)(6) 2010, she began to experience pain during sexual intercourse and when walking. She has experienced pain in the lower back and in her groin with sharp and pinching pain down her thighs that is continuously increasing. In addition, she has difficulty sleeping and needs a cushion between her legs. She also reports of having constipation and moderate to severe osteoarthritis at the age of (B)(6). Subsequently, she is taking medicine for pain. She was administered with a cortisone injection but had no results.